Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level ranged from 250-260 mg/dl. Tandem technical support (cts) instructed the customer to leave the pump plugged into the power source for 30 consecutive minutes. Reportedly, the customer declined additional follow-ups from cts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.